Event description:
The following events were reported: pt had a pulmonary artery (pa) catheter placed (left i.j.). Pt was hemodynamically unstable. Following floatation of pa cath into pulmonary capillary wedge pressure, the balloon was deflated. The monitor continued to show a pulmonary capillary wedge pressure tracing. Catheter was pulled back a couple of centimeters and blood press. Dropped acutely. Bright red blood noted in the ett and CPR was started. Pt expired after 20 min effort. It was reported that pt expiry was not attributed to device.